Event description:
During the ptca, the physician inflated the occlusion balloon but it deflated itself immediately. After he removed the guard wire from the patient, he inflated it and noticed a leak from inflation hole of the guardwire.